Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4), product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: na, batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy. Additional information was received that the leads were repositioned and the clik anchor was replaced.